Manufacturer narrative:
This supplemental report is being submitted to correct the (serial number) and (device manufacturer date). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
This supplemental report is being submitted to provide updates. Olympus medical systems corp. Reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code" and "PMA/510(k) number".

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Since the information of the serial number of the subject device was not provided, omsc cannot review the manufacturing history of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a diagnostic procedure, the gastrointestinal wall of the patient was damaged and bled when the subject device contacted to the wall. The user facility reported that there was no health hazard by the bleeding so far but gastric ulcer possibly would occur. It was also reported that after the procedure, the user facility found that the bending section of the subject device did not angulate enough. Other detailed information such as patient outcome has not been provided.